Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, moisture was found in the battery compartment. All the keypad buttons were responsive to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or moisture. A leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad, and from the case seal to the grip pad. The pump was opened to find moisture in the battery canister, and on the printed circuit board near the keypad flex connector. Unrelated to the original complaint, the display was dim and letters had a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (tactile changes w/moisture) issue involving all the keypad buttons and with moisture inside the battery compartment. There was no indication this issue caused on contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.